Manufacturer narrative:
Additional information has been provided in b5 and h6. This report is submitted as a follow up to provide additional information obtained after the initial MDR submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional event information states that thrombectomy was done. Patient status was good and no harm. Recovered then transplanted.

Event description:
A 54-year-old male with a history of coronary artery disease and multiple percutaneous coronary interventions treated for advanced heart failure presented with chest pain and shortness of breath. An impella 5.5 was inserted and the patient prepared for heart transplantation. After an off-label prolonged support duration of 5 months, the patient suffered a thrombotic stroke treated by interventional thrombectomy. Shortly after, a "purge pressure high" alarm occurred in conjunction with low purge flows. The off-label administration of a lytic agent via the purge was performed but did not resolve the issue so that the device was weaned and removed. On day 151 of impella 5.5 support, the patient experienced high purge pressure with an active purge system blocked alarm. Medication (tpa) was started in response and the clinical support center advised the nurse to continue monitoring motor current while waiting for purge flow and purge pressure to restore to normal. Approximately 30 minutes later, the nurse called back to report a purge system failure alarm. The alarm was resolved by replacing the purge cassette. The hospital staff continued running tpa through the purge line and monitoring motor current. On day 119 of impella 5.5 support, the patient experienced a placement signal issue. The abiomed representative notes that placement signal was lost. There was no further mention of this issue so, with the available information, there was no patient consequence due to this issue.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.